Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the unit was received at the service center and repaired. The following repair activities were performed: mechanical upgrade performed unit cleaned. An eight (8) hour endurance test carried out. Unit calibrated newly. Pneumatic circuit checked. Functional test performed. Hipot test completed. Electrical safety test completed functional test according to test procedure completed. Safety test checklist enclosed. No root cause determined. No corrective action required. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during shoulder surgery, the pump couldn´t keep the pressure during shaving and the joint collapsed all the time. It seems that the compensation for shaver-suction didn't work properly. No problems were noted when not shaving. Used the red pedal before start shaving to improve but no change. The following information was received via e-mail from our affiliate: the visibility was obscured by soft tissue but he managed to finish the surgery w/o delay. Increased the pressure with red pedal.